Event description:
Or procedure: holmium laser vaporization of prostate. Boston scientific duotome sidelite laserfiber broke during the case. Laserfiber had been used for 45 minutes when the fiber broke.